Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: 905582.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and device's log files were not provided. No further information is available. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).